Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: broken shell and weight to the spec. A visual and microscopic analysis was performed which identified: sharp broken on posterior, crease fold and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as a surgical impact opening, for the stress mark in the shell..

Event description:
Patient reported right side having "nipple discharge, raynaud¿s phenomenon," and ¿a lump or thickening in or near the breast or in the underarm area." Healthcare professional reported a rupture. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 16/oct/2012. A review of the device history record has been completed. No deviations or non-conformances noted. The event of raynaud¿s phenomenon is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "nipple discharge, raynaud¿s phenomenon," and ¿a lump or thickening in or near the breast or in the underarm area."

Event description:
Patient reported having nipple discharge (fluid), raynaud¿s phenomenon and ¿a lump or thickening in or near the breast or in the underarm area¿ side unspecified. Additionally healthcare professional reported right side rupture. This record is for the right side. Device remains implanted.